Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pod fell off the infusion site (arm) after wearing the pod for less than 1 hour. The patient's blood glucose levels rose to 18 mmol/l (324 mg/dl). A new pod was applied for treatment.